Manufacturer narrative:
(B)(4). S/w version = 4.11d retainer ring = black customer returned pump for an charge/battery lasts less than expected on (B)(6) 2022. The pump passed the displacement test, active current test, and self test. Pump failed sleep current test. Swapping boards confirmed that sleep current test failure was isolated to pcba 2. No alarms, alerts or anomalies noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. Low battery alert on 04/27/2022 at 06:32:00.000, replace battery alert on 04/27/2022 at 12:27:00.000 and power loss alarm on 04/27/2022 at 18:38:43.000 were found in the history files or traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Charge/battery lasts less than expected was confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery was not lasting as long as expected. The customer stated battery lasts for only three days. The customer stated that they have noticed the behavior for three weeks. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.